Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the device failed the leak test on the ventilator prior to being used on a patient. No patient injury reported.